Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that one ligasure device was not sealing well. Minimal bleeding noted in sealed area. No tissue damage. No transfusion required. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). One used lf1212 was received for evaluation. Visual inspection found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. A review of the device history record indicates this lot number was released meeting all quality release specifications at the time of manufacture.